Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not functioning properly. Upon inspection, it was confirmed that there was a crack in the cylinder connecting tube due to unspecified reasons. The pump and cylinder were replaced.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination of the pump found no evidence of abnormalities or leaks. The pump was functionally tested and passed within product specifications. Both cylinders were inspected and found to have wear at the folds on the proximal cylinder bodies. The cylinders presented small fluid leaks that were consistent with sharp instrument damage. Based on the information available and analysis results, the analysis could not confirm the reported event; therefore, a conclusion code of no problem detected was chosen.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not functioning properly. Upon inspection, it was confirmed that there was a crack in the cylinder connecting tube due to unspecified reasons. The pump and cylinder were replaced.